Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted in a secondary procedure. The clinical reason for the explant was ora called for 19.0 which left patient near sighted. The lens also rotated over 20d. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).